Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to corroded electronic assemblies. Unable to verify led anomaly due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer reported via phone call that pump does not rattle when they shake it. Blood glucose was 75 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.